Event description:
A report was received that the patient could not get the charger to stop beeping. It was determined that the ipg was flipped and charging was not possible due to battery orientation. An x-ray was also taken which confirmed that the ipg was backwards. The patient underwent a revision procedure during which an excessive amount of fluid was noted in the pocket. The fluid was cleared out, the pocket was flushed, the ipg was flipped into correct orientation and pocket was sutured back. No infection was found. The patient is reported doing well.